Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that insyte autog bc pnk 20ga x 1.0in leaked blood. The following information was provided by the initial reporter: material no: 382533, batch no: 0140545, 0105752. Event description per product defect report forms states: blood flow/control malfunction - blood leak.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autog bc pnk 20ga x 1.0in leaked blood. The following information was provided by the initial reporter: material no: 382533, batch no: 0140545, 0105752. Event description per product defect report forms states: blood flow/control malfunction - blood leak.